Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the sutures of two proglide devices were successfully pre-placed in the right common femoral vein via a 6f sheath prior to a transcatheter mitral valve replacement procedure. The sheath was upsized to a 14f. The interventional procedure was completed. The physician commented that there was more blood present than usual and suspected he caught the artery; however, hemostasis was achieved with the pre-placed sutures of the proglide devices. Reportedly, later that evening the patient was taken back in for surgery for exploration of the right femoral artery with primary repair of the superficial femoral artery (sfa). It was noted during the surgery that the proglide sutures had sutured the vein and artery together. There was thrombosis in the vein and a fistula which resolved with the surgery. The patient was reportedly still in the hospital and was doing well. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects are potential adverse effects of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.